Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the meter began to read inaccurately high at 6:30am on (B)(6) 2016; although no results were provided for this time. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient did not disclose what medications she administers to manage her diabetes. She reported that also around 6:30am on (B)(6) 2016, she increased her medication as a result of the high reading she obtained. She claimed that around 1 hour later, she became ¿light headed and shaky¿ which she associated with a low blood glucose excursion. She reported that around 7:30am on (B)(6) 2016, she ate food to treat her symptoms. She denied using any other device to test her blood glucose levels. During troubleshooting, the patient confirmed that her test strips had been stored correctly and her meter was set to the correct unit of measure. The patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high result with the subject meter, administered increased medication based on the result obtained and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged product issue began.